Event description:
A customer reported to baxter corporate product surveillance a interlink continu-flo solution set in which there was black particulate matter observed inside the tubing. The alleged defect was observed while the tubing was still in the sealed package. There was no patient involvement, patient injury, medical intervention or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant in the sealed pouch for evaluation. Visual inspection revealed a darkened section of tubing approx. 6 inches in length. The sample was removed from the package. Visual inspection under a microscope showed that, the darkened section of tubing appears to be result of surface dirt or grease. A portion of the darkened surface area was able to be smudged with thumb pressure and rubbing. No dirt or grease was visually noted on or inside of the package. The reported condition as confirmed. An assignable root cause could not be determined at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review was performed on the reported lot with no deviations found. Baxter will continue to monitor similar reports to determine if further actions are required.